Event description:
The clinic reported during a cataract extraction procedure, the phacoemulsification machine failed the self-test resulting in startup issues. During start up issues, the unit displayed 2001 crc file errors. The patient was not on the operating table and no incision had been made. Although the procedure had commenced, the patient was administered anesthesia. There was a delay (unknown how long of delay) of procedure to bring in a backup machine from another site location to complete the case and remaining cases scheduled for the day. It is unknown if patient had anesthesia administered again. Patient outcome fine.

Manufacturer narrative:
The phacoemulsification machine was examined and tested by an amo field service specialist (fss) at the customer¿s location. The fss was able to confirm the customer¿s reported event of self-start test failing. The technician observed unit had received a host software message displaying 2001 crc file error. The fss ran a check disk and found no errors. To resolve error message and start up issues, the fss re-installed software to revision 3.070/6.023. The fss performed a vacuum calibration. The unit passed all modes of operations, including test functions and verifications. The fss performed a field service checklist. The unit meets amo specifications. Placeholder.